Manufacturer narrative:
The technician replaced the hydraulic manifold to repair the bed.

Event description:
Information received indicates the head and knee function are not working due to a clogged manifold.